Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A health care provider (hcp) reported via a company representative (rep) that the patient felt a loss of stimulation. The implantable neurostimulator (ins) was checked with a clinician programmer and impedances were measured to be high (<(><<)>10,000 ohms). The cause of the high impedances were unknown. The ins was reprogrammed on the day of this report. An x-ray was done which showed no anomaly. No interventions have been taken and it was unknown if any were planned. The issue was not resolved at the time of this report. The patient was alive with no injury. The rep additionally reported two weeks later that the cause of the high impedances were not determined. Neither the physician nor the patient could explant what could have happened. The electrode impedance values for 1-7 were >20,000 ohms. There were no historical impedances available. It was noted when the rep saw the patient on the date of implant ((B)(6) 2015), the impedances were okay. The patient did not experience any falls or trauma. Troubleshooting was performed on (B)(6) 2016. The high impedances were able to be programmed around. No additional actions or interventions have been taken. The patient was receiving effective therapy after the troubleshooting and reprogramming on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.